Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR report # 2916596-2018-01580. This report is being submitted as additional information. Approximate age of device - 6 years, 9 months. Manufacturer's investigation conclusion: the report of thrombus and elevated ldh could not be confirmed. Multiple requests for product return were issued to the customer but the pump has not been received to date. Should the device become available, this file may be re-opened and the pump will be evaluated. Thrombus and hemolysis are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2011. It was reported that the patient's lactate dehydrogenase started climbing and the center was concerned about possible thrombus. The patient received a pump exchange on (B)(6) 2018. There was a small ring of thrombus visualized on the inflow by the bearing. No additional information was provided.